Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the loss of capture was observed on the right ventricular (rv) lead due to dislodgement one-day post-implant. The rv lead was explanted and replaced. The patient¿s condition was stable. There were no adverse health consequences to the patient.